Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-10043, 2015691-2020-10044, 2015691-2020-10046, 2015691-2020-10048.   The date of the events are unknown. According to the article all implants were completed between (B)(6) 2017 and (B)(6) 2019. For this reason, the first day of the range was used as the occurrence date. The exact valve model number is not available. Therefore, this report will reflect an sapien 3 unknown. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical study written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. There is insufficient information to confirm the cause of the conduction disorders. It is possible that the conduction system disturbances were caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.   Reference article: jonas lanz, won-keun kim, thomas walther, christof burgdorf, helge möllmann, axel linke, simon redwood, christian thilo, michael hilker, michael joner, holger thiele, lars conzelmann, lenard conradi, sebastian kerber, gerhard schymik, bernard prendergast, oliver husser, stefan stortecky, dik heg, peter jüni, stephan windecker, thomas pilgrim.  ¿safety and efficacy of a self-expanding versus a balloon-expandable bioprosthesis for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: a randomised non-inferiority trial¿ www.the lancet.com (september 27, 2019).

Event description:
As reported in the medical article: "safety and efficacy of a self-expanding versus a balloon-expandable bioprosthesis for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: a randomised non-inferiority trial", patients underwent transfemoral tavr for treatment of symptomatic severe aortic stenosis.  The patients were recruited at 20 heart valve centers in (B)(6) between (B)(6) 2017 and (B)(6) 2019. Participants were randomly assigned to receive treatment with the sapien 3 or a non-edwards device.

Manufacturer narrative:
Reference CAPA-20-00141.